Event description:
It was reported to boston scientific corp that a wallflex biliary rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement performed in 2009. According to the complainant, during the procedure, the stent appeared too long. The physician verified that the correct size 10x60 was chosen. The physician measured the stent with a ruler while the stent was inside the stricture and verified that it was too long. The stent appeared to be elongated by the tightness of the stricture. The stent was removed and the case was completed with a 10x40 stent (model # m00570520). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.